Event description:
It was reported the pt is not receiving effective stimulation therapy from his scs system. A sjm representative met with the pt for reprogramming, however, the pt's stimulation coverage is not optimal. The pt's physician has been made aware of the issue. The next course of action is undetermined.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.